Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.75¿ huber plus safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. No leakage was observed. The occlusion appeared to be clear infusate residue in the extension tubing near the luer adapter. Following cutting of the tubing in the vicinity of the occlusion, functional testing of the sample both proximal and distal of the occlusion did not reveal any leakage. No leakage was observed during hydraulic pressurization of the sample segments. Microscopic inspection of the sample did not reveal any evidence of current or previous leakage. No evidence of leakage was observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the huberplus was accessed to the port system (sumitomo orphis 6fr) which was was implanted on (B)(6) 2020, for medical infusion on (B)(6) 2020. A nurse found leakage from the puncture site when flushed the device with saline solution approximately after one hour infusion of oxaliplatin. It was further reported that antiemetics was infused first, then aloxi, herceptin 300ml/30 mins. Then oxaliplatin 300ml/2 hrs. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the huberplus was accessed to the port system (sumitomo orphis 6fr) which was implanted on (B)(6) 2020. For medical infusion on (B)(6) 2020. A nurse found leakage from the puncture site when flushed the device with saline solution approximately after one hour infusion of oxaliplatin. It was further reported that antiemetics was infused first, then aloxi, herceptin 300ml/30 mins. Then oxaliplatin 300ml/2 hrs. There was no reported patient injury.